Event description:
Device report from synthes (B)(4) reports an event from (B)(6) as follows: it was reported that it was not possible to lock the screw into the lcp 3.5 t-plate. This is report 5 of 10 for complaint (B)(4).

Manufacturer narrative:
(B)(4). The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. Placeholder.